Event description:
It was reported a patient had an initial right total hip arthroplasty on an unknown date. Subsequently, sixteen years later, underwent a revision due to recurrent anterior dislocations. Prior to the procedure, it was noted the cup was closed and over anteverted, spine stiffness, and possible impingement. The head and liner were reported as revised due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: this device is sold outside the u.s and therefore no gudid information exists. This device is considered similar to (B)(4). D10: concomitant medical products: desc: dural alpha insert neutr kk/28; item: 01.00013.211; lot: 2217383. G2: foreign - event occurred in australia. G4: premarket identification: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k200959. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10, h11. No products were returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a radiologist. The review identified postoperative changes of total hip arthroplasty with noncemented components. No acute hardware complication is identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.